Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/11/2019, that on (B)(6) 2019, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.